Manufacturer narrative:
Examination of the submitted device confirmed the rubber ring component is disassembled. The root cause is attributed to device wear from normal use and servicing. The device is old (mfg 1997) and has been subjected to heavy usage and is worn out. A complaint database search against product code 865034 did not identify any trends of missing/damaged rubber ring components. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The orange plastic ring in the patella clamp broke off.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.